Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
Kept alarming downstream occlusion as night shift per rn report. Pump switched out. Pump treatment information:unk. Type of drug:unk. Was there a prime performed:no. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes. Human harm: yes, though no details provided. Death / serious injury: no.

Event description:
The complaint was reported by a customer from USA: pump alarms for occlusion.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.